Event description:
On 1/3/99 customer obtained a negative bhcg result on a plasma specimen. Specimen was from a 17 year old who was 14 weeks pregnant. An ultrasound showed an intrauterine mass with a fetal heartbeat of 158 by doppler. No report injury or of impact to pt. No treatment was given.